Manufacturer narrative:
The reported anomaly was confirmed in the laboratory. Analysis found that the outer and pacing coil insulations were abraded due to friction to the ICD can. The reported noise could occur when the exposed metal wires of the pacing coil comes into contact with the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented asymptomatic to routine follow-up due to numerous vf/vt episodes. All lead measurements were within normal limits. Non-physiological noise was evident on the stored egms. X-ray exam was inconclusive. The patient will be monitored.

Event description:
It was reported that during lead extraction, an insulation break was observed near the trifurcation yoke.